Manufacturer narrative:
The administration sets were not returned due to pt already had discarded them. Three (3) brand new sample administration sets of 340-4128 of the listed lot number above were returned to slc moog for evaluation. They were all corrected assembly (no reverse). Complaint could not be confirmed.

Event description:
Pt stated that she spiked tpn administration set and observed that it was pumping blood into the tpn administration set instead of pumping tpn. She stopped it immediately.